Event description:
Patellar clunk. Patellar poly exchange and patellar thinning ostectomy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.